Manufacturer narrative:
B5: the lens was explanted and exchanged on (B)(6) 2021. The lens exchange resolved the problem. The patient is doing well and there were no complications. Claim #: (B)(4).

Manufacturer narrative:
Explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -04.50 diopter, in the patients right eye (od) on (B)(6) 2021. The lens was reported as having excessive vaulting and remained implanted. The cause of the event was high vault post-op.